Manufacturer narrative:
A visual inspection of the hf cable found the insulation cable is split at the hf connector. The internal wires were exposed. A microscope inspection was performed and revealed burn marks on the internal elements. In addition, the cable insulation was noted to be buckled/kinked below the protective boot cover of the hf connector plug side. The evaluation could not perform electrical due to the as received condition of the hf cable. Based on the evaluation results, the most probably cause of the reported event can be attributed to operator error as the instruction manual provides a warning statement that a brittle or defective insulation can contribute to hf cable damage. Additional note: the OEM performed the manufacturing and quality review for the device and affected lot number and revealed no deviations regarding the function and safety of the device. The DHR review revealed no abnormalities/non-conformities for this device. The root cause of the reported device complaint has yet to be determined and an investigation is in progress.

Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. The cause of the reported event could not be conclusively determined. However, based on previous investigations the most likely cause for the reported event can be attributed to user handling. The instruction manual gives several warning to prevent this type of cord damage. ¿do not use a cable with brittle or defective insulation. Replace the cable. Visually inspect the cable and the plugs for irregularities on the surface. When used as intended this product is more or less subject to wear depending on the intensity of use. Do not use the hf cable after one year of use. In case a product has externally visible defects contact the responsible olympus representative at once.¿ if the additional information becomes available or if the device is returned for evaluation, this report will be updated accordingly.

Event description:
Olympus was informed that during the middle of a therapeutic hystero ablation procedure, the physician was performing a resection using monopolar energy when a pop and a spark was observed at the working end of the reported device. As a result, the spark burned the first layer of the resident¿s glove. No user or patient injury was reported. The non-olympus esu was set at coag 100/cut 100. No error messages or alerts were observed on the esu prior to the incident. The device was reconnected and the intended procedure was completed. Additionally, the user facility reported that the device was inspected prior to the procedure and no anomalies were found.